Manufacturer narrative:
Physical analysis cannot be performed. Customer reported mobility. Patient is a smoker.

Event description:
Mobility was reported. Bone quality at the time of implant failure type IV. Time of loss in relation to the implantation was 1 to 5 years after prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was performed at the time of surgery. Patient is a smoker.